Event description:
Unit would pump but continued pumping and would not take blood pressure.biomedical assessment and corrective action/recommendation:replaced module with known good module and hose, but the problem remained. Operating room personnel replaced blood pressure cuff; unit functioned properly after that. The first module was also tested and found functioning properly.